Manufacturer narrative:
Upon investigating the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of the row board cable. A field service engineer reseated the drawer's rear connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the user was able to get the medication from pharmacy and there was a delay to the patient's workflow. There were no adverse events or injuries reported as a result of this event.